Event description:
While lasing a lead, the lead broke where it was bound to the svc wall. As a result, the physician left the tail of the lead and part of a lld#2 in the patient. No change in patient status and no intervention was required.